Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis, and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted in the arm. On (B)(6) 2025, the patient experienced vomiting. The cgm reading was 180 mg/dl at that time and have been fluctuating erratically. No fingerstick was taken, but the patient was brought to the hospital by a friend. At the hospital the patient was treated with intravenous (IV) insulin. The patient had diabetic ketoacidosis (dka) and lost consciousness at an unknown moment during the event. The patient did not report any blood glucose value that was taken before treatment was initiated. After treatment, the blood glucose readings were between 74 and 106 mg/dl. No further cgm readings were reported. The patient remained hospitalized for a few days but could not recall the exact discharge date. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.